Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a rupture on a ce infusor lv 5. The rupture was found in preparation (filling). No impact on the patient was reported. No sample available for evaluation; sample was discarded due to their cytotoxic content. This is report 47 of 89 received with the same reported problem from this facility.